Event description:
When did it occur? : during use. Needle injury: no. Other treatment: no. Were the returned items used? : product returned. If used, was anything adhered to it? : no. Returned quantity: 1. Details of the event (timeline, history, etc.): they said that when the cap was removed, it came off together with the needle.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.